Manufacturer narrative:
Investigation summary: level a investigation complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 3rd related complaint for stopper separates on lot # 8239880. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 8239880 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that relion® insulin syringe stopper separated from the plunger rod. This occurred on 2 occasions during use. The following information was provided by the initial reporter: material no. 328506, batch no. 8239880. It was reported that stopper separated from plunger rod on 2 syringes. See (B)(4) for issue of stopper separating from plunger rod on an unknown occurrence date. Verbatim: relion syringe 1ml 8mm lot # 8239880 found 2 syringes from this box stopper came away from plunger rod. Occd (B)(6) 2019 found others from this same box also stopper came away from the rod. Unknown occd dates.